Event description:
On (B)(6) 2012, the patient claimed she felt weak and nauseous when she awoke with a blood glucose reading of 311 mg/dl. At the time of concern, she changed the infusion set and noticed there was a leakage in the bottom of the cartridge. There was no product misuse. The issue was not resolved with training. This complaint is being reported due to the alleged cartridge leakage issue. The patient's reported condition did not meet animas criteria for a serious injury. Furthermore, there is no report of hcp medical intervention to suggest a serious injury.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4):a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.